Event description:
The pt reported that while using the infusion sets the adhesive of the infusion site was often wet with insulin and his blood glucose was elevated to approx 300 mg/dl. His normal blood glucose level is 130 mg/dl. He corrected elevated blood glucose by injecting insulin via pen and changing the infusion set. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.